Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, a patient (pt) in (B)(6) called to report a corneal ulcer in both eyes (ou) while wearing acuvue 2 brand contact lenses (cls) in (B)(6) 2018. The pt went to an urgent eye clinic and reported that the eye care provider (ecp) removed the cls and informed the pt of a small ulcer in the os. The pt reported that the ecp did not prescribe any medication to be used os and stated the ecp ¿did not want to touch the os as to not make the ulcer worse¿. The pt used gatofloxacin medication (prescribed for od event) bid for 4-5 days and is currently using 1 drop in os daily (self-prescribed) prophylactically. The pt also reported no cls wear for 15 days. The pt did not return to the ecp for follow-up. The pt reported having no issues inserting the cl into the os currently. The pt reported a 3-month cl replacement schedule and does not use a cl solution for disinfection. The pt uses a lubricating drop at bedtime and in the morning and sleeps in cls. Pt reported no medical records are available. On (B)(6) 2018 a call was placed to the pt who reported no return visit to date with the ecp for a follow-up, but the pt may be able to see the ecp on (B)(6) 2018 or (B)(6) 2018. On (B)(6) 2018, the pt was contacted who reported no follow-up visit with the ecp to date. The pt reported that os is currently fine and cl wear was resumed in the os with no issues. This report is for the left eye (os) event is being submitted as a worst-case event as the diagnosis and treatment were unable to be verified with the pts treating ecp. A separate report will be filed for the right eye (od) event. The suspect cl is not available. No additional information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0034k3 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.